Event description:
Same patient as MFR #6000093-2006-00915, -00917, -00918. It was reported that 286 days post index procedure, the patient expired. The index procedure treated 4 target lesions. Target lesion 1 was in the prox lad. The physician direct stented the lesion with a 3.0 x 16.0 mm taxus express2 stent. Target lesion 2 was in the mid lad. The physician direct stented the lesion with a 3.0 x 32.0 mm taxus express2 stent. Target lesion 3 was left posterolateral. The physicain direct stented the lesion with a 2.75 x 32 mm taxus express2 stent. Target lesion 4 was in the proximal circumflex. The physician direct stented the lesion with a 3.0 x 8.0 mm taxus express2 stent. Post implant stenosis was less than 30% on all lesions. The patient was discharged 7 days post index procedure as aspirin and plavix. On day 286, the patient expired due to diabetes mellitus. No autopsy was performed. The site has been contacted for further information and none is available at this time.